Event description:
The account generated falsely elevated architect ca19-9xr results of 95 u/ml on a patient (patient 4). No specific patient information was provided. No impact to patient management was reported. Data provided: patient 4. (B)(6) , architect ca19-9xr = 95 u/ml, rerun of same sample in another lab ca19-9 = 25 u/ml (unknown method). New sample architect ca19-9xr = 32 u/ml. Previous historical results ca19-9 = 28 and 25 u/ml (unknown method).

Manufacturer narrative:
The trend review identified normal complaint activity for the issue under investigation. The ticket review for the likely cause lots identified atypical complaint activity for the issue under review. Accuracy testing was completed on likely cause lot 13516m500; testing meets acceptance criteria. A labeling review was also performed. The investigation results show that there is no product deficiency, however a malfunction was identified. This investigation indicates that the architect ca19-9xr reagent kits are performing as intended and no new issues were identified.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in progress